Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Flow line testing was performed with no issues noted. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The force sensor calibration was out of specification and was determined to be the cause of the condition. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed upstream occlusion. No additional information is available.